Event description:
On (B)(6) 2010, patient reported he continues to get moisture inside of the infusion device. On follow up call to patient on 05/25/2010, patient reported he has spilled insulin inside of the cartridge compartment of his infusion device. Patient reported overfilling his insulin cartridges and during the cartridge insertion insulin spilled inside of the compartment. Patient stated there has been a significantly large amount of insulin spilled. Patient reported he dried the area with a cotton swab and continued to use the infusion device. Patient stated he now fills the insulin cartridge with less insulin and attached the infusion adapter and infusion tubing on the insulin cartridge prior to insertion in the compartment. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.